Event description:
Clinic notes were received indicating that the patient has had small seizures more frequently since increasing vns settings. Diagnostics were reported to be normal. Additional relevant information has not been received to-date.

Event description:
Follow-up to the physician provided that the physician did not know the cause of the seizures at that time, but that the increase was not worse than before vns. She stated that she lowered the settings in response. She stated that there was no issue suspected with the device at all, and the diagnostics were okay at the visit.